Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The adjustment screw head was not stripped as reported, but there were tool marks around the outside edge. The screw travel is normal and the clamp face was not bent, however, the keeper ring on the end of the adjustment screw has been stretched due to overtightening, allowing the clamp face to feel loose. Despite the physical damage, the device was fully functional. The device was replaced and there were no further issues.

Event description:
A medtronic representative reported that during a spine procedure, the spine clamp became stripped where the driver is inserted to tighten. The surgeon used a different driver to firmly attach the clamp to the patient. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.